Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, a reporter for the lay user/patient contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter displayed an inaccurately high reading compared to her feelings/normal results. The following complaint was classified based on customer service representative (csr) documentation. The reporter advised the csr that on (B)(6) 2019 at 9.05pm, the patient obtained an alleged inaccurately high result of ¿341 mg/dl¿, which she compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with a combination of insulins (humalog; 7-8 units per day, lantus; 7 units per day and basaglar; unspecified dosage). The reporter explained that the patient increased her usual dose of medication and took an additional 7 units of basaglar insulin a few minutes after obtaining the alleged inaccurately high result. The reporter stated that a few minutes after taking an increased dose of insulin, the patient felt ¿dizzy, lightheaded, shaky and had a headache¿. She denied that the patient received any treatment for her symptoms above or beyond her usual routine of diabetes management and care. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing but was unable to confirm if the test strips had been stored correctly or if they were within expiry. The csr was not able to walk the reporter through a control solution test as she did not have control solution at the time of the call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately high blood glucose readings with the subject device.